Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After initial deployment, they decided to partially recapture the closure device. Upon recapture, a small pericardial effusion was noticed. A perforation was then seen due to the foot of the closure device through laa wall. The device was successfully deployed a second time. At this time, the effusion grew and a pericardiocentesis was performed and heparin was reversed. Patients cardiac function was not compromised and blood pressure maintained stable throughout the procedure. No drainage occurred overnight and the patient was extubated the following day. No other complications occurred. Patient is stable and device remains in service.